Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer was swimming while critical error alarm showed up. Customer said critical pump error was displaying on the screen. Customer stated that the battery cap was damaged and the insulin pump will not turn off. Customer was advised to wait until the battery dies. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly on electronic board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, cracked case at display window corner, cracked lcd window and minor scratched lcd window.